Manufacturer narrative:
(B)(4).

Event description:
Subject reported contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the subject reported did not report any injury or medical intervention.